Manufacturer narrative:
Age at time of event: 18 years or older visual inspection of the device showed irrigation tubing is torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the luer tube, distal end, and the irrigation tubing. The luer itself was missing and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported that a intellanav mifi open-irrigated catheter was used in a ventricular tachycardia ablation procedure. During theprocedure it was noted that the irrigation tubing port broke. The catheter was replaced with another mifi open-irrigated catheter with no patient complications being reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a intellanav mifi open-irrigated catheter was used in a ventricular tachycardia ablation procedure. During the procedure it was noted that the irrigation tubing port broke. The catheter was replaced with another mifi open-irrigated catheter with no patient complications being reported.